Event description:
It was reported that there was damage to a tandem charging cable, and the charging connection was not recognized, even after attempting to charge the pump with different adapters and cables. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions for returning the non-functional pump and informed about receiving a replacement pump with updated software. A new pump was sent, and the damaged charging supplies were replaced via 2-day shipping to ensure continuity of insulin therapy. Customer reverted to an alternative method of insulin therapy.